Event description:
The surgeon reported that at implant, he had difficulty seating the valve due to the patient's tight annulus. The patient experienced ventricular fibrillation requiring internal and external defibrillation. Posptoperatively, the patient experienced ventricular infarct, required a right ventricular assist device, and expired. No autopsy was performed and the exact cause of death is unknown.